Event description:
It was reported that a revision hip surgery was done due to pt pain.

Manufacturer narrative:
The sales rep indicated that the catalog and lot codes were not available and no further info will be made available due to the hospital's policy. If additional info becomes available, it will be provided in a supplemental report.